Event description:
It was reported the lead integrity alert was tripped and there were short interval counts on the right ventricular lead. The left ventricular lead in non functioning and it was reported the stylet was left in the lead has now fractured. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.